Event description:
It was reported that during implant attempt that the helix extended but there were poor thresholds. When it was retracted (indicated by fluoro), the helix apparently did not retract. The helix could then not be extended again. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, the visual inspection revealed that the helix was stretched out of specification and was distorted and bent.